Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Second revision of a broken global unite head planned for (B)(6) 2017. First revision occurred on (B)(6) 2017 for the exact same issue. The surgeon will implant a reverse prosthesis. Update 7-31-2017: translated medical records (B)(6) 2017 have been reviewed. Operative note indicates the patient received a revision left total shoulder through reversal of entire prosthesis and synovectomy due to disassembly of prosthetic head through humeral prosthesis of the left shoulder. The surgeon notes synovial hypertrophy with numerous metal inclusions at the lower part of the subscapularis. He also notes that the prosthesis head has disassembled from the metaphyseal morse taper and is loose in the joint. He notes synovial hypertrophy with metallosis, prevailing on the glenoid side. Please note, the humeral head was initially reported as broken/fractured, however, the medical records indicate it became disassembled from the humeral prosthesis, not fractured. Updated on 8-15-2017.

Manufacturer narrative:
Investigation summary : investigation of the reported event confirmed the reported device disassociation. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.